Event description:
Event description guidant received information that a holter monitor indicated this pacemaker and ventricular lead inappropriately inhibited pacing. The lead was capped and replaced. The device was explanted and returned for analysis.